Event description:
The international customer reported the ventilator shut down while in use on a patient and did not alarm. The customer reported there was no patient harm. The customer reported the ventilator would then not power on. The manufacturers service technician confirmed the reported problem. The service technician replaced the power management board to address the finding. Applicable testing was completed with no further issues reported.